Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the patient's device was registering high impedance. The patient's device was programmed off in 2009 due to the findings, and later programmed back on in (B)(6) of 2010, with the device still registering high impedance. The patient was scheduled to have evoked potential monitoring performed to assess for a lead fracture, but it is unk if this has occurred. Attempts for further information regarding the issue have been unsuccessful to date.